Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that the exeter stem would not fit properly onto the introducer. Another device was used to complete the case.

Manufacturer narrative:
An event regarding an assembly issue involving an exeter stem spigot was reported. A material analysis confirmed crack/fracture of the spigot. An assembly issue was not confirmed. A material analysis has been performed. The report concluded: the trunnion protector fractured due to an overload condition. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
The customer reported that the exeter stem would not fit properly onto the introducer. Another device was used to complete the case.